Event description:
A malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided information for future resets. The customer was advised to continue using the pump and to contact support if the malfunction reoccurred, and they acknowledged this guidance.